Event description:
The lay user/pt contacted lfs in 2009 alleging an error 5 message on his one touch ultrasmart meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the pt and sent a letter to the pt to contact mss to obtain further clinical info. The pt mentioned that the reported issue began a week prior to contacting lfs. The pt continued to take their usual dosage of medication. At an unspecified time later, the pt exhibited blurred vision. The pt did not seek any medical attention or contact their physician for assistance. The test strips were in good condition and not expired. The technique of applying blood on the test strip was incorrect. Customer care advocate (cca) had the pt retest using the proper technique and issue was not resolved. The product was replaced. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, readings prior to the event, how soon after testing did the pt exhibit symptoms, how long symptoms lasted and verify whether they treated themselves for the symptoms. The complaint is being reported since the pt alleged that due to error 5 message at an unspecified time later, he developed symptoms suggestive of hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.